Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the lcd screen became broken. Customer verified that the pump touchscreen was not cracked. Additionally, multiple cartridges were not detected during the load process. Customer's blood glucose ranged from 119-198 mg/dl. The customer reverted to manual injections for insulin therapy.